Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, fingerprint scanner was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device fingerprint scanner was not working. A field service engineer (fse) found that the biometric identifier displayed an error stating that it required maintenance. The fse removed the biometric identifier cover and inspected the unit, noting that the universal serial bus (usb) cable was loose. The fse reseated the usb cable back into the biometric identifier and tested it in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.